Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted. Three months following the procedure, the patient experienced mesh erosion. The patient underwent mesh removal and vagina was over sewn. It was also reported that there are no further exposure from the area. Additional information has been requested.